Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Clinical code - 2687 removed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device after an interventional arteriogram procedure. Reportedly, the device failed and was removed. It fired early; the suture was still in the device. Another proglide device was attempted. The device was deployed and the plastic tip separated in the patient. The vessel was incised and the piece was removed. Suturing was used to close. No additional information was provided.